Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the pair of scissors broke while the doctor was using them. The other pair he had was not sterilized; therefore, the surgery was delayed 30-45 minutes while waiting on the scissors to be sterilized.